Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2013. According to the complainant, the common bile duct stone removal was done after the endoscopic papillary large balloon dilation (eplbd). When the physician attempted to crush a 1.2mm-1.5mm stone, the handle detached. The basket was retracted into the catheter and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device expiration date indicates the device was used past expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the thumb ring of the handle was found to have separated from the handle body. Deformation from the ultrasonic welding process was observed on both the thumb ring and handle body, indicating proper manufacturing of the assembly. The basket was closed and could not be opened, which is normal for a used device: the dried residue inside the sheath prevents movement of the drive wire/basket. The evaluation concluded that the thumb ring was separated from the handle body, and the device was expired when used during the procedure. The failure most likely occurred due to tortuous anatomy and increased force applied at the handle during the procedure. Therefore, the most probable root cause is "operational context". A device history record (DHR) review of lot number 15645456 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2013. According to the complainant, the common bile duct stone removal was done after the endoscopic papillary large balloon dilation (eplbd). When the physician attempted to crush a 1.2mm-1.5mm stone, the handle detached. The basket was retracted into the catheter and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.